Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient¿s parent reported inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted into the arm. It was not confirmed if the patient experienced symptoms. The patient¿s cgm displayed 189 mg/dl; however, his bg was 75 mg/dl. His parents took him to the emergency department where he was treated with IV glucose and released the same day. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.